Event description:
Complainant alleged that while treating a pt (age & gender unk) during a code, the device gave a "error 45" message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.